Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found a piece of the ceramic sleeve to be broken off. The distal end of the sleeve has a .095 inch by .095 inch piece missing and the sleeve exhibits scratch marks and a cracked section where it meets the yaw pulley. Engineering concluded that the damage was likely due to mishandling and or misuse. No other damage was found.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the permanent cautery spatula instrument broke and fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.